Manufacturer narrative:
Continued h.6. Health effect - impact code: (B)(4) - imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: granuloma: unable to observe as it is a medical event that is not related to the device. Cyst: not applicable as the event is not related to the device. Calcification: no observed calcification on the device. It is not possible to determine the lot number or catalog through the photos provided. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side rupture.

Event description:
Healthcare professional reported left "calcified capsulitis", "granuloma", and "simple cysts" (non device related). The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ calcification: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ cyst-ndr: unable to observe as it is not related to the device. Additional observations: ¿ observed creases on the surface of the device. ¿ observed wear abrasion on the surface of the device. ¿ observed yellow particles on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left "calcified capsulitis", "granuloma", and "simple cysts" (non device related). The device has been explanted and replaced.